Event description:
It was reported this cart had a burnt power inlet module and wye cord. The event timing was prior to surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined, the power inlet module fuse drawer and plug of the power cord were melted. The power inlet module was replaced. And a new power cord was sent to the customer. Testing was performed with a cord from a different cart. Review of the device history record identified, no deviations or anomalies, during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.